Event description:
It was reported that the penis of patient with this inflatable penile prosthesis (ipp) was curved due to an overinflation of the right cylinder. A hole in the inner layer was suspected which caused to fluid to be transfer into the outer layer not allowing the fluid to exit the cylinder. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Event description:
It was reported that the penis of patient with this inflatable penile prosthesis (ipp) was curved due to an overinflation of the right cylinder. A hole in the inner layer was suspected which caused to fluid to be transfer into the outer layer not allowing the fluid to exit the cylinder. A revision surgery was performed to explant and replace the device. No patient complications were reported.